Event description:
It was reported, that a warm up restarted, during a sensor session. The sensor was inserted into the abdomen on (B)(6) 2023. Product was also provided for investigation. However, investigation of provided product cannot confirm or disconfirm the allegation or determine a probable cause. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a warm up restarted during a sensor session. The sensor was inserted into the abdomen on (B)(6) 2023. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.